Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was detecting ventricular tachycardia (vt) as supra ventricular tachycardia (svt). The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implantd (B)(6) 2012. (B)(4).